Event description:
Covidien service center received a report of an n-560 where the alarm was too quiet. No patient harm was reported.

Manufacturer narrative:
Testing of the unit confirmed alarm quiet. Replacement of the main pcb resolved the reported problem.